Manufacturer narrative:
The serial numbers of the customer's accu-chek inform ii meters are: meter a - (B)(6), meter b - (B)(6). The customer stated the qcs were within specifications for both meters within 24 hours of the event. The test strips were requested for investigation but have not been received. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, accu-chek inform ii test strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
We received an allegation of questionable glucose results from one patient tested with two accu-chek inform ii meters: meter a and meter b. At 7:35 am, the patient was given insulin. At 12:02 pm, the result from meter a was 593 mg/dl. At 12:04 pm, the result from meter a was 319 mg/dl. At 12:05 pm, the result from meter b was 286 mg/dl. At 12:08 pm, the result from meter b was 257 mg/dl. This result was deemed correct and the patient was given 2 units of long-acting insulin.